Event description:
According to the reporter, the patient was admitted for robotic laparoscopy, total laparoscopic hysterectomy, sentinel lymph node mapping with biopsy, robotic and laparoscopic salpingo-oophorectomy. The radiofrequency sponge was inserted through 8mm trocar for the purpose of hemostasis which resulted in radiofrequency bead becoming dislodged and retained in the patient. Radiofrequency wanding post procedure did not locate bead. Abdominal x-ray found damaged radiofrequency bead and was removed from patient without harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.